Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). The history files were read out and analyzed. A flow deviation could not be not comprehended regarding the history files. Because of the missing date of incidence the last therapy was analyzed the functional test was performed. The device passed the self test with a positive result. The syringe, which was insert for functional test, could be successfully identified and selected in the pump menu. It was possible to bring the pump in operation. The delivery accuracy of the pump was checked (rate 5ml/h). The determined value +0,85% was within specification (+-2%) (according to en iso 60601-2-24). A special bolus test was performed. No malfunction could be detected. For an inside investigation the device was disassembled. It was possible to detected some residues of liquid on the pcb keyboard. The complaint could not be confirmed. The device works according the specification. A product deviation could not be detected. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4):: "over infusion". Customer information: pump was set of 1ml, but 44 ml was administered wrong dosis.